Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Clinical trail. It was reported that 525 days following a coronary artery drug eluting stenting treatment procedure the pt underwent a CABG (coronary artery bypass graft) procedure. At the time of the index procedure the pt was admitted for cardiac catheterization to evaluate symptoms of recurrent angina. Target lesion 1 was located in the r-pda (right posterior descending artery) with 80% in-stent restenosis, moderate calcification, mild tortuousity, and measured 2.5x3mm. Target lesion 1 was treated with direct stenting using a 2.5x12mm taxus express2 drug eluting stent, reducing the stenosis to 0% following post-dilatation. The study stent overlapped previously placed bare metal and drug eluting stents in the r-pda. The pt was discharged the next day on asa and clopidogrel. The pt was admitted with intractable angina 525 days following the index procedure. The pt's coronary anatomy was known from previous angiography, and based on this and the pt's symptoms the decision was made for him to undergo coronary bypass grafting. Echocardiographic and intraoperative tee examinations were performed and ruled out valvular disease requiring surgery. Treatment consisted of saphenous vein graft (svg) to the posterior left ventricular branch with end-to-side anastomosis and svg to the r-pda, with side-to-side sequential anastomosis. The pt was discharged home with home healthcare four days post procedure on asa. The investigator assessed this event as unrelated to the study device. The clinical events committee adjudicated this event as possibly related to the device in september 2007.